Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, while preparing and flushing the farawave catheter, it was discovered that there was a leak at the flush port. The device was exchanged, and the procedure was completed with another farawave. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no abnormalities. A test guidewire was inserted through the catheter successfully with no unusual resistance felt. Subsequently, the catheter was successfully deployed to the basket and flower configurations. No issues were noted with the state of the catheter splines in any configuration. Flushing through the irrigation line was tested using a syringe, and flushing was functional in all configurations. The reported event was not confirmed via analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, while preparing and flushing the farawave catheter, it was discovered that there was a leak at the flush port. The device was exchanged, and the procedure was completed with another farawave. No patient complications were reported. The device was returned.